Event description:
It was reported by the customer that there was an illuminated service wrench icon displayed on the device. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would not always deliver the proper energy when tested. The energy was low enough to trigger a wrench icon and display a service required message. The problem was intermittent, with the device delivering the proper energy (with tolerance) approx half of the time. Physio-control recommended replacement of the main pcb; however this was declined by the customer due to the cost and age of the device. The customer indicated that the device will be scrapped and will purchase a new one. The root cause of the reported failure cannot be determined.